Manufacturer narrative:
Per the clinic, the revision surgery was performed under general anaesthesia. This report is submitted on march 26, 2024.

Manufacturer narrative:
This report is submitted on february 23, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics every 12 hours for 7 days (specific date not reported). The patient also underwent a revision surgery on (B)(6) 2023 in order to salvage and clean the infected area. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.